Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 461 mg/dl at the time of incident. The customer¿s other blood glucose value was 476 mg/dl, 400 mg/dl. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer gave positive results in ketones test and also experienced nausea, vomiting, abdominal pain and difficulty in breathing. The infusion set cannula was bent. The device will not be returned for analysis.